Event description:
It was reported that this right atrial (ra) lead exhibited lead fracture and noted noise. This lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited lead fracture and noted noise. This lead was explanted and replaced. No additional adverse patient effects were reported. Additional information indicated that this lead also exhibited high impedance out of range. The lead will not be returned.